Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an ivig infusion ended earlier than expected. The ivig infusion was started at 2111 on (B)(6) 2018 with a vtibi of 2400ml. The following morning at 0558 the volume infused on screen was 919.62 ml, which was correct. Later at 1320 it was reported that the IV line coming out of the pump was tangled and the pump beeping. The bag fluid volume was noted to be correct at that time and the infusion was continued. At 1424 the user found the bag was empty with the screen reading 506.4 ml vi. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an infusion of ivig ending earlier than expected was confirmed in the pcu event log. However, from the logs the amount of fluid in the bag at the start of the infusion could not be determined. The pcu event log recorded an infusion of drug ID 163 (immune glob ivig) on (B)(6) 2018 at 9:09 pm. The initial infusion rate was 30ml/hr vtbi 2400ml for an estimated duration time of 80hrs. The log shows that the infusion rate was increased to 60ml/hr at 9:55 pm and again to 120ml/hr at 10:36 pm. With an infusion rate of 120ml/hr and a vtbi 2348.24ml, the duration of the infusion was calculated to approximately 19.5hrs. The source device was then channeled off on (B)(6) 2018 at 2:21 pm. The calculated volume infused 1817.694ml. The log showed that during the course of the infusion there were 23 ¿flow stop open¿ alarms recorded, 33 ¿air in line¿ alarms and 22 ¿patient side occlusions¿. It is not known what occurred during the ¿flow stop open¿ alarms. The possibility of unregulated flow can occur if the safety clamp is in the open position and the role clamp not engaged. Testing performed on the source pump module found the device operating in specification. The event administration set was not returned for investigation. The root cause of the reported infusion of ivig ended earlier than expected was not identified.

Event description:
The customer reported that an ivig infusion ended earlier than expected. The ivig infusion was started at 2111 on (B)(6) 2018 with a vtibi of 2400ml. The following morning at 0558 the volume infused on screen was 919.62 ml, which was correct. Later at 1320 it was reported that the IV line coming out of the pump was tangled and the pump beeping. The bag fluid volume was noted to be correct at that time and the infusion was continued. At 1424 the user found the bag was empty with the screen reading 506.4 ml vi. No patient harm was reported.